Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation of the device revealed a message indicating the votlage was too low for the projected remaining capacity. A save to disk was analyzed which confirmed the observed fault code. No other faults or device resets were stored within device memory. An invasive procedure was performed. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.